Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information indicated there had been no infection in the patient, however she elected to have the implant explanted due to discomfort.

Event description:
It was initially reported that the manufacturer representative was only able to get the stimulation to cover the pain in her legs, but not the pain in her back, and the patient barely felt the stimulation in the left leg. The patient wondered if this had something to do with the way the leads were placed, wherein "all 3 probes were to be going down my back, but the doctor ended up putting one going up my back," and wondered if there would be a "problem" with one being "upside down," and she was concerned about the leads. The patient's symptoms included increased baseline pain and "horrible swelling" that started after implant. While the device was on the left side, most of the patient's pain was on the right side. The patient had not had stimulation on because of having "pain in the battery area." It was noted that the "doctor put the battery very, very low" and he should not have "put it down that low," as the patient would sit on the device. The area around the device "throbs when I'm using it, so I turned it off." The area was not red or swollen as far as the patient could tell. The patient went to the doctor for "severe pain in my right side and hip" and the doctor prescribed antibiotics. It was noted that "the pain was so extreme, sweats, heat flashes, cold then hot, restless, but I can lean on it now, so I am feeling better." It was noted that the doctor had a problem getting the lead in and that the scar tissue made lead placement difficult, "it was the hardest one he has ever done." Subsequent information received reported that the leads were near the bra area, and the patient was told the leads were going in different directions. It was stated that the patient never had therapeutic effect since implant, that stimulation was not helping with her pain, and she had not gotten leads turned on to sync with other area of the body and adaptive stimulation was not turned on yet. The patient had pain in her lower back and middle of legs. When the device was on, the patient felt throbbing/aching at the device site, which was on the left. When the device was off, she did not feel it. The patient also had pain on her right side at kidney and hip area. Further information received reported that when the device was on, the patient felt stimulation down the front of her legs and in her stomach. The patient's stomach swelled up when she used the device and she felt nauseous, as well as having severe pain in her "right quarter." It was noted that the patient's physician planned to remove the battery but not the leads, that the manufacturer representative told the patient the device was placed in the wrong spot, and that the patient's implant took hours. If additional information is received, a supplemental report will be submitted.